Manufacturer narrative:
The pump was received with normal operating currents. No unexpected battery out limit alarms noted during testing. The passed pump the rewind, basic occlusion, prime and displacement tests. The pump was received stuck in a motor error alarm loop during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to verify other alarms in the alarm history due to an overwritten history file. The pump had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Event description:
It was reported that the customer received a motor error alarm on the insulin pump. The customer's blood glucose was 250 mg/dl. The customer stated that he attempted to remedy the situation but kept receiving the motor error alarm at the rewind stage. Troubleshooting was done. The customer did not recall any significant events leading to the alarm. The customer also received a motor position encoder error alarm as well as the battery out limit alarm. Advised that the insulin pump needed to be replaced. Advised customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instructions. Explained that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.